Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d4: catalog number: complete number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. Section e1: telephone number: +31 104017777 section h4: device manufacture date: unknown, as the serial number was not provided. Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when implanting preloaded monofocal intraocular lenses (iol), gib00 lens models, the doctor observed that the iols had sharp lines when unfolding. The lines disappear after awhile. Account indicated that the issue has been observed for some time now, no dates were provided. Further follow-up revealed that the occurrence has only been observed among vitreoretinal surgeons. The iol sit/dwell time was one minute, after preparation, prior to insertion. The storage facilities and operating room have no issues with humidity or temperature. No further information was provided.